Manufacturer narrative:
An event of moderate paravalvular leak and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966 - portico ng approval study. (B)(6) ((B)(4), (B)(4)). It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted in a patient with aortic paravalvular regurgitation. Moderate perivalvular leak was noted right after the procedure. A post-implant balloon valvuloplasty done. The procedure was unsuccessful and was complicated by pericardial effusion. Requiring pericardiocentesis (300 cc of blood removed). There was trace effusion at the end of the procedure. The patient was discharged in stable condition. No additional information provided.